Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while working on a patient in cardiac arrest, the crew attempted to plug in the video laryngoscope. The light on the camera turned on, but the video screen never appeared. Multiple attempts were made by the crew. The monitor was allowed to go through the boot up process and manually powered down and powered back up, but this did not resolve the issue. The device was in use on a patient at the time of the event; however, no patient or user health consequences or impact occurred.

Manufacturer narrative:
Patient information updated.